Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device had evidence of physical damage. The device's active exhalation control module was replaced to address the issue. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the active exhalation control module failing was due to the solenoid valve being stuck open.